Manufacturer narrative:
(B)(4): one (1) m-1525 spetzler adjustable base unit was reported as the complaint sample. The sample was not returned and lot code was not reported or verified. In the description customer reported using tape to secure the m-1525 complaint sample during usage; this is not recommended even though the product may possibly work normally for the customer. The customer did not return the reported complaint sample due to it being taped for normal functioning. This is noted as a high risk usage of the product due to the fact that this product is the critical base component that secures the headrest system. Any faults or issues with the base unit may be critical as it supports other headrest components and successively the patient¿s head during surgical procedures. The customer of this complaint reported two m-1525 products with the same issue on complaint (B)(4) however only one of the two reported m-1525 products were returned, and investigations were completed only on the returned m-1525. This complaint ((B)(4)) records the second device not returned by customer. The returned sample analysis of the returned and evaluated m-1525 sample are as follows: after in-house lubrication, the m-1525 sample was examined closely to verify the failure mode. The sample¿s long locking lever was noted to be loose and unlocked, thus the entire assembly was loose and unlocked. The locking lever could not be pressed down securely for locking as the tension was too loose, thus, per instructions for use (IFU) the tension adjustment knob below the m-1525/800 dog bone part was adjusted to provide a greater tension for the lever to lock down on. Upon locking, the dog bone part locked into place firmly with no movement or slippage noted. However the transitional member that was inserted into the top hole/receptacle of the dog bone part was noted to stay in place, yet it was not locked in firmly; slight pushing/pulling pressure applied on the distal end of the transitional member part was enough to move it and causing slippage. Due to this, the locking lever's tension needed to be increased again to create a larger angle from the dog bone part for securing the moving transitional member. Per IFU, the knob was adjusted again so that a greater angle was achieved between the lever and the ¿dog bone¿ part, this allowed for a tighter tension and enough travel distance to allow for the lever to securely lock with the transitional member inserted. The tension and secureness of the locking lever noted to have proper lever tension, indicated by a firm lever movement. The overall stability of the unit and the locked lever was tested by applying 25 pounds of pressure on the transitional member of the sample. No movement was observed. It was noted that during functional testing: the hinge area of the locking lever was noted to be ground down to display the bare unfinished aluminum material. This hinge area is subjected to heavy frictional sliding forces that allow for smooth lever movement and locking. The grinding off of the anodized finish and extra metal are indicative of excessive forces applied without the use of lubrication. Lubrication in the hinge area is most important for effortless, yet firm locking of the lever in a secure manner. Conclusion(s): the m-1525 sample was not received for investigations. The root cause could not be concluded. However, in complaint record (B)(4) a second m-1525 device was evaluated for the same failure mode from the same customer. The most probable root cause for the sample was concluded as follows: the attached transitional member was noted to be too loose for locking, however the tension adjustment knob was tightened significantly, per IFU to provide a secure locking of the lever. Upon further testing and lubrication the complaint sample functioned and locked normally; no issues with the stability were noted when all directions per IFU were followed. It was also noted that the sample displayed several signs of wear and usage, more specifically the moving/hinging area of the locking lever, it was worn/ground down due to possible lack of lubrication. Proper lubrication (milking) prior to sterilization per IFU was recommended. This ensures smooth functioning of the device. The sales rep provided a customer in-service 03may2016 for this issue.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported the tension handle holds when attached but handle keeps popping out. They are using tape to secure the instrument during use. There were no patient injuries as we caught it in time as soon as it started slipping. The procedures performed were craniotomies. All procedures were completed as planned.